Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they changed their site and the insulin pump was alarming threshold suspend. Customer stated that their blood glucose readings were fluctuating from the 300 mg/dl range to 70 mg/dl range. Customer stated that they ate lunch and the blood glucose reading was 322 mg/dl and the customer programmed the carbs. Customer's blood glucose readings decreased to 280 mg/dl when they got home. Customer's blood glucose reading at the time of the call was 163 mg/dl. No further information reported.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection; found insertion needle bent inside sensor base. The insulin pump was unable to confirm customer received sensor in that condition due to customer returning it opened/used.